Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.. The reported problem (code 102) was confirmed. As received, the monitor displayed service code 102 and failed pulse testing. Upon evaluation, the solder connections at the c22 high voltage capacitor were fractured from the solder pads. The cause of the code 102 and pulse test failure is the fractured solder connections. The root cause of the fractured solder connections is mechanical shock from physical impact. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the patient's monitor was producing service code 102.